Manufacturer narrative:
The t:slim user guide states: "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds". The cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over 300 (mg/dl) for a few days. Reportedly, customer administered boluses to treat bg levels, and reverted to insulin injections for diabetes management on (B)(6) 2016. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. During system check, it was discovered that the customer received an auto-off alarm on (B)(6) 2016, but contact stated that the alarm had no effect on customer's bg levels. It was also discovered that the pump cartridges use humalog insulin and are reportedly used for up to 72 hours. Contact indicated that customer has a future appointment with health care provider to discuss diabetes management.